Event description:
It was reported that the insulin gauge showed a different amount than expected, with a current estimate of 21 units while 150 units were expected. There was no adverse impact to the customer¿s blood glucose level. The customer planned to reload the cartridge later and call back if the issue persisted.